Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned strips evaluated with no defect found. Meter not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen) test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 346 mg/dl. The customer's expected fasting blood glucose test result range is 140-160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen drawer. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date at time of call is three days. (B)(6). Customer called in and states that his meter is giving high readings.